Event description:
Patient underwent mirtal valve replacement in 1981 utilizing a valve prosthesis> (edwards). Six months ago, a murmur of mild mitral regurgitation was noted. EKG showed marked atrial dilatation with evidence of mitral regurgitation. Cardiac catherization showed severe 3-4+ mitral regurgitationinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.